Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer unable to close. A field service engineer successfully replaced rails of the drawer to resolve the issue. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer not able to close. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.